Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out procedure, the chronic right ventricular (rv) lead showed undefined high rv coil and superior vena cava (svc) coil impedance through the analyzer and with the new device. Repositioning of the rv lead was attempted; however, the problem persisted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.